Event description:
According to the reporter, on the day of catheter insertion, during continuous renal replacement therapy (crrt) treatment, blood leakage was noted. The treatment was stopped immediately. They had to perform a surgery for catheter removal by using a puncture bag and it was determined after the catheter was pulled out that 2cm from the bottom of the suture to the tip of the catheter shaft, there was a fracture/bent that caused cut/hole. There was a sand hole on the catheter tube. Blood leakage was not caused by getting bent. The catheter remained intact and it was not broken (not into pieces). No fragments noted. The catheter was replaced with a competitor's product on the day of the event. The new device was used successfully and the procedure was completed. The x-ray examination that performed was a routine examination after catheter placement to determine the position of the catheter tip. There was about 70ml of blood loss. Blood transfusion was not required. It was stated that the clamp was moved periodically. The stitches of the suture wing hold. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Iodophor was the cleaning agent used on the device. The insertion site was treated with iodophor (normal disinfection) prior to product placement. The cleaning agent was not dry prior to applying ointment to the area. Nothing unusual observed on the device prior to use. Normal saline was wetted/flushed prior to use. Crrt treatment tube was utilized with the device. No further issues noted on the patient. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the day of catheter insertion, during continuous renal replacement therapy (crrt) treatment, blood leakage was noted 2cm from the bottom of the suture to the tip of the catheter shaft where a fracture/bent observed. The treatment was stopped immediately. The product was replaced with competitor's product on the same day of the event. The new device was used successfully and the procedure was completed. There was about 70ml of blood loss. Blood transfusion was not required. It was stated that the clamp was moved periodically. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Normal disinfection was performed on the insertion site prior to product placement. Iodophor was the cleaning agent used on the device. The insertion site was treated with iodophor prior to product placement. The cleaning agent was not dry prior to applying ointment to the area. Nothing unusual observed on the device prior to use. Normal saline was wetted/flushed prior to use. Crrt treatment tube was utilized with the device. There were no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the day of catheter insertion, during continuous renal replacement therapy (crrt) treatment, blood leakage was noted 2cm from the bottom of the suture to the tip of the catheter shaft where a fracture/bent observed that caused cut/hole. Blood leakage was not caused by getting bent. The treatment was stopped immediately. The catheter was not intact. Parts of the catheter left on the patient body and they had to perform a surgery to remove the retained piece by using puncture bag on the same day of the event. X-ray examination was performed to check for retained piece and no fragments noted. The product was replaced with competitor's product on the same day of the event. The new device was used successfully and the procedure was completed. There was about 70ml of blood loss. Blood transfusion was not required. It was stated that the clamp was moved periodically. The stitches of the suture wing hold. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Iodophor was the cleaning agent used on the device. The insertion site was treated with iodophor (normal disinfection) prior to product placement. The cleaning agent was not dry prior to applying ointment to the area. Nothing unusual observed on the device prior to use. Normal saline was we tted/flushed prior to use. Crrt treatment tube was utilized with the device.